Manufacturer narrative:
PMA 510k #p200023. Device evaluation: the zvt7-35-120-14-10.0 device of lot number c1938330 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. IFU/label review: it should be noted that the instructions for use states the following: ¿the zilver vena venous stent is intended for use in the the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used in the left subclavian vein. It should be noted that the instructions for use states the following: ¿the zilver vena venous stent is intended for use in the the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. It is likely that this off label use caused/contributed to the events reported. As the device has not been tested in this area, it is unknown how the device will perform. As per response from the rep ¿the distributor replied me that this complaint event occurred because of off-label use by the customer so the user facility refuse to provide more information about this event¿. Should any more information become available at a later date, the file can be re-opened and re-assessed accordingly. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on customer testimony. Summary: according to the initial reporter, the patient was hospitalized due to "reduced tremor of arteriovenous fistula in the left forearm for more than one month". Ctv examination showed that lumen stenosis at the confluence of the left subclavian vein and left brachio-cephalic vein was performed. On september 16, 2022, the patient underwent "balloon dilatation of the left subclavian vein + stent implantation". The patient was admitted in 2023-01-11 due to "left upper limb swelling for 2 weeks". Ctv examination showed that changes occurred after stent implantation, accompanied by sparse local stent mesh, mild local lumen stenosis and peripheral thrombosis. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used in the left subclavian vein. As the device has not been tested in this area, it is unknown how the device will perform. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-may-2023 and an update to the investigation conclusions.

Event description:
The patient was hospitalized in our department on (B)(6) 2022 due to "reduced tremor of arteriovenous fistula in the left forearm for more than one month". Ctv examination showed that lumen stenosis at the confluence of the left subclavian vein and left brachio-cephalic vein was performed. On (B)(6) 2022, the patient underwent "balloon dilatation of the left subclavian vein + stent implantation". The patient was admitted in (B)(6) 2023 due to "left upper limb swelling for 2 weeks". Ctv examination showed that changes occurred after stent implantation, accompanied by sparse local stent mesh, mild local lumen stenosis and peripheral thrombosis. The user facility analysis: the specific reasons are not clear, possible causes: 1. The quality of the support itself; 2. The stent changed caused by the patient's repeated upper limb movement after stent implantation; 3. (B)(6) 2022 stent injury during stent implantation. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Product code- qan. PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.